Event description:
During a clinical trial sponsored by bwi, following a procedure with a navistar thermocool catheter, a patient experienced hematuria. The patient¿s medical history is unknown. The patient did not require hospitalization. However medication was provided. The hematuria was considered possibly procedure related.

Manufacturer narrative:
Additional information has been obtained: the patient had medical history of systemic af and hypertension.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record was reviewed, it was identified that 2 pieces were scraped; however DHR shows the pieces were identified during the process prior the final inspection stage and documentation shows the scrap of these 2 pieces exists. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).